Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently undergoing.

Event description:
It was reported that prior to performing a breast biopsy, the biopsy needle fired on it own while resting on the stand; however the device had not been cocked. After the device was cocked, it fired on its own again. The procedure was performed with another device. There was no reported patient or user injury.